Manufacturer narrative:
Batch review performed on 25 nov 2025. Moto partial knee 02.15.e032 moto patella e-cross d 32 lot. 2504638: (B)(4) items manufactured and released on 30 april 2025. Expiration date: 15 april 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery was performed 2 months after the primary surgery due to patella dislocation. The surgeon carried out a manual lateral release and secured the patella with sutures. Only the liner was revised during the procedure. The surgery was completed successfully.